Event description:
It was reported that when the physician removed the coil from the microcatheter, it was observed that the coil was detached from the pusher wire. The physician continued the procedure with a similar device. There was no reported clinical consequence to the patient.

Event description:
It was reported that when the physician removed the coil from the microcatheter, it was observed that the coil was detached from the pusher wire. The physician continued the procedure with a similar device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Microscopic examination revealed that the coil was still attached to the pusher wire. No anomalies were observed on the fused polyethylene junction. The main coil was kinked near the distal end and several kinks were observed on the pusher wire. Information obtained indicated that resistance was experienced during advancement of the coil into the microcatheter; therefore, operational context is the likely cause for the kinks observed. However, based on analyses result, the device did not reveal any indication of breaks and/or premature detachment. Boston scientific has reviewed all information and determined this event no longer meets the equivalent of a reportable event.